Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor plate was physically damaged. Review of the pump history revealed loss of prime warnings associated with zero force. During the load step, the pump dispensed some fluid before detecting the cartridge and stopping the piston.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor plate was physically damaged.